Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was unresponsive. The customer's blood glucose level was 190 mg/dl. The customer connected the pump to charge and the pump turned on. Subsequently, the pump turned off again. The customer connected the pump to charge and the pump turned on. The customer resumed insulin therapy.